Event description:
Delivery failure alarm raised (backlight current below minimum) [device issue]. No adverse event [no adverse event]. Case description: during a routine review of service order findings by ikaria's regional service center (rsc) on (B)(6) 2014, ikaria identified an issue with an inomax dsir device that occurred in the past, a failed backlight display. The affected device, inomax dsir #(B)(4), was undergoing routine, scheduled product maintenance when this issue was discovered (complaint-(B)(4)). Although the customer did not report a device deficiency or serious adverse event with this device, a failed backlight continued in add'l info section display in a similar device was associated with a serious adverse event in the past, and is considered a reportable failure/event. As such, although this device issue did not result in a serious adverse event, it is being reported to FDA because, the root cause of this failure is the same as that which resulted in the previous reportable failure/event. Case comment: on (B)(4) 2014: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).

Manufacturer narrative:
During a routine review of service order findings by ikaria's regional service center (rsc) on (B)(4) 2014, ikaria identified an issue with an inomax dsir device that occurred in the past, a failed backlight display. The affected device, inomax dsir #(B)(4), was undergoing routine, scheduled product maintenance when this issue was discovered (complaint-(B)(4)). Evaluation summary: service log entries showed that inomax dsir #(B)(4)failed during burn in with the error "delivery failure alarm raised" due to backlight current below minimum (B)(4). The root cause for this device issue was a display-backlight failure. The display was replaced. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because the display-backlight failure has occurred in the past and was associated with a serious adverse event (MDR 3004531588-2013-00023).